Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked. The following information was provided by the initial reporter: infusion can¿t pass smoothly when connect with set sample destroyed due to contaminated with blood. Only photo available. During use quantity : 1.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked. The following information was provided by the initial reporter: infusion can¿t pass smoothly when connect with set sample destroyed due to contaminated with blood. Only photo available. During use. Quantity : 1.

Manufacturer narrative:
A 20039e sample was not available for investigation of this feedback; however the customer indicates that a flow restriction was encountered during infusion. Further information regarding the exact location of the occlusion or the connecting product(s) was not available in this instance. The customer provided a photograph of the affected sample; analysis of the photograph did not identify any obvious manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19087347 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported flow restriction. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months. H3 other text : see section h.10.